Manufacturer narrative:
The date of the procedure, during which the screwdriver broke, is unknown. Product investigation summary: the returned instrument was examined and the complaint condition was able to be confirmed as the driver tip was found to have an oblique fracture at the base of the hex tip. No hex features remain intact and the hex tip fragment was not returned. A visual inspection under 5x magnification, a device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique, or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The cannulated hex screwdriver (03.227.041) is a component of the 4.5mm and 6.5mm headless compression screws system where it is utilized for 6.5mm screw countersink and removal. The relevant drawings for the returned instrument were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. The manufacturer is unable to determine a definitive root cause. However, the complaint condition was most likely caused by encountering excessive force during implant removal due to boney ingrowth. It is not likely that the design of the device contributed to this complaint. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event provided as (B)(6) 2016. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 08-30-2016: the removal of the hardware was requested by the patient due to pain in ankle and foot (reported on (B)(4)).

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 27.oct.2014, part 03.227.041, lot 9199889. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an explant surgery, the tip of the screwdriver to remove the 6.5 headless compression screw, broke. The broken piece was removed easily and without additional intervention. No fragment was left in patient. There was another screwdriver on hand to complete the surgery. In addition, there was a 5 minute delay as they had to make a bigger incision to get in to get the tip of the screwdriver. The patient status is stable. This complaint contains one device. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity unknown). This report is 1 of 1 for com-(B)(4).